Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin when the reservoir had 40 to 60 units left. The insulin pump beeped and shut off. His body temperature was hot when 40 to 60 units were left in the reservoir. The insulin pump kept alarming no delivery. While troubleshooting the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.